Event description:
It was reported that subsequent to a device change-out, the right ventricular lead impedance was high and there was an increase in the pacing threshold. The pacing vector was reprogrammed from tip-to-ring to tip-to-coil and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted 2014-(B)(6), 5076 lead implanted 2004-(B)(6). (B)(4).